Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The caller stated the event occurred in the last few weeks. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the cassette had leaked. The event occurred during sue on the home choice (hc). The caller stated they had start over with new supplies. Troubleshooting could not be done since the reported condition happened previously. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.